Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure the self drilling screw could not be inserted into the bone. The surgeon completed the surgery using another self drilling screw of the same size and a manual screwdriver. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screw (part# 91-6704, lot# unknown) showed signs of wear, with a fractured tip. The screw was functionally tested by using a 1.5mm blade and driver to drive the screw into a block of white oak wood. The screw did not easily insert into the wood, therefore the complaint is confirmed. Another functional test was conducted on the screw to check the screw's retention. The screw was placed on the blade + driver assembly and held by a pair of forceps. The screw was able to support the weight of the blade and driver. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the screw experiencing force in excess of what it was designed to encounter during insertion. The instructions for use (IFU) for this product states in the section titled warnings: intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled bone screws: incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.